Event description:
A customer reported a cartridge alarm issue with their pump, specifically cartridge alarm 20. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. In response to the issue, technical support arranged for a replacement pump to be sent to the customer. The customer was instructed on how to return the problematic pump and advised on the steps to take upon receiving the replacement. They agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery during the transition.